Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing did not duplicate the customer reported issue. The event history log could not be downloaded due to a damaged pin on usb port. Upon disassembling the downstream occlusion (dso) seal and bezel, fluid ingression was found on the surroundings of the chassis area where dso sensor is placed, which may be intermittently causing the reported issue. The dso sensor was replaced.

Event description:
It was reported that the pump showed a cassette detect error. There was unknown patient involvement. No patient harm/adverse event was reported.